Event description:
It was reported that when using the bd pyxis¿ medstation¿ es prompted for a bios password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) worked with the customer to bring the pyxis station back online. Fse guided the customer to power the station off and back on, then select windows 10. After updates completed, the station came back up with a smart remote manager (srm) failure, which the customer recovered without issue. The customer was asked to reboot the pyxis once more, and the station came back up with no problems. All systems are now working properly. The system functioned as intended after the field service engineer had investigated the device.